Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three weeks after implant, it was noted that the right ventricular lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in (B)(4) clinical study. No patient complications have been reported as a result of this event.